Manufacturer narrative:
The device was returned and evaluated. The eval on (B)(4) 2013, showed evidence of a saline fluid spill into the power supply. The electrical components were damaged. The device was repaired and upgraded. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2012, to report an orthopat device with description "quit working." No pt/operator injury reported. On eval of the device on (B)(6) 2013, it was noted that a saline spill was inside the power supply. The complaint was then elevated to a higher level review.